Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown screw, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported by the sales consultant that an explant surgery of an adolescent lateral entry femoral nail due to persistent prominence and tenderness from the hardware was performed on (B)(6) 2013. The patient was originally treated for a mid-shaft femur fracture, date of implant unknown. The patient presented with pain during a routine office visit, date unknown, and the surgeon decided to explant the device. The patient was not re-implanted because the bone had healed. This report is on an unknown screw. This is 2 of 2 reports for complaint (B)(4).